Event description:
The pt called lifescan (lfs) and alleged that her meter was reading inaccurately high. She performed several control solution tests and each time they failed on the high end of the range. She also reported that her blood glucose results had been reading high and on two occasions read, "hi danger". She visited the hospital and was treated with insulin. She also reported that her medications were changed. The condition of the test strips is not known, however, the codes were matching, the meter was cleaned correctly, and the pt was using the correct control solution. The pt also performed a check strip test, which did not pass. She cleaned the meter and attempted to perform another control solution and check strip test, both failed. Based on the information provided, there is evidence of a meter malfunction; the control solution and check strips test, both failed. Based on the information provided, there is evidence of a meter malfunction; the control solution and check strips failed. There is no evidence of the meter contributing to a serious injury. The pt was concerned about her higher readings and she was treated with insulin . A replacement meter is being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.